Manufacturer narrative:
The device was returned for analysis. The reported activation failure including expansion failures and the reported material split, cut or torn were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during advancement resulted in the reported torn shaft/noted stretched and torn guide wire exit notch (this type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire); thus resulting in the reported activation failure including expansion failures/ noted leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, moderately tortuous, and moderately calcified de novo lesion in the right coronary artery. A 2.5x15mm xience alpine stent delivery system (sds) was advanced; however, the balloon failed to inflate. The sds was removed and once withdrawn it was noted that the shaft was torn. The procedure was successfully completed with a 2.5x18mm xience alpine stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.